Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Multiple kinks and bends were noticed throughout the catheter shaft. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. This device would not reach the thrombectomy mode due to the priming sequence could not be completed. It was notice that the shaft showed a severe kink and the hypotube was broken in this area. The device did not run within the normal pressure range. No pump boot leak was noticed. Inspection of the remainder of the device presented no damage or other irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 21jun2018. It was reported that the catheter pulled in air and began leaking at the pump area. A spiroflex® angiojet® thrombectomy set catheter was selected for a stemi percutaneous coronary intervention (pci) procedure. During preparation, the catheter began to pull in air and began leaking around the plastic housing below the bulb. The device did not enter the patient. There were no patient complications reported and the procedure was successful. The procedure was completed with another of the same device. However, device analysis revealed a broken hypotube.